Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. It was alleged that the pump was emitting no sounds or vibration. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/06/2016 with the following findings: during investigation, the pump powered on with the audible vibratory alarms functioning properly. The complaint of no sounds or vibration was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.